Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked where the sheath/carrier tube assembly was perpendicularly cut in half. The anchor was deployed at the distal tip the collagen was saturated in blood and dried. Functional testing could not be performed due to the condition the sample was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a right leg peripheral arterial occlusive disease (paod) percutaneous transluminal angioplasty (pta) procedure, the physician employed an involved angio-seal device for arterial closure. The product was utilized in accordance with the correct procedures, and the locator was properly assembled with the main body. Blood return was also confirmed to be normal during the process, an issue arose during the attempt to retract the components after the second audible click. The main body of the angio-seal and the locator sheath were unexpectedly pulled out of the femoral artery together. After removal, the physician did not observe the anchor protruding from the locator sheath. Concerned about the potential retention of the anchor within the patient's vasculature, the physician decided to cut open the angio-seal, only then discovering that the anchor had slid out from the tail end of the locator sheath. The physician concluded that during the vascular closure process, the anchor had failed to fully deploy, resulting in the angio-seal being pulled out of the original puncture site without effectively sealing the vessel. As guidewire and sheath had already been removed during the angio-seal procedure, there was no possibility of using a new vascular closure device to achieve hemostasis. Postoperatively, the patient presented with significant bleeding and swelling in the right femoral region. The medical team manually applied pressure to achieve temporary hemostasis. The patient was then placed in a supine position in the ward, and pressure was continued using sandbags to control the bleeding. Currently, the patient's vital signs are stable, and ongoing monitoring of the situation will be maintained. Estimated blood loss was less than 250cc.